Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.

Event description:
This report is being conservatively reported against the device as a death. Patient ID: (B)(6). It was reported that on (B)(6) 2021, the patient presented with chronic, ischemic functional mitral regurgitation (mr) grade 4+. Two mitraclips were implanted, reducing the mr to grade 2+. On (B)(6) 2021, the patient expired due to an unknown cause. Reportedly, additional details were not available. There was no device malfunction reported. No additional information was provided regarding this issue.

Event description:
Subsequent to the previous report, the additional information was received: on (B)(6) 2021, mitral stenosis was observed. There remained no malfunction. No additional treatment was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, a cause for the reported death and mitral stenosis could not be determined. Death and mitral stenosis are listed in the instructions for use as a known possible complication associated with mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, a cause for the reported hypertension could not be determined. Hypertension is listed in the instructions for use as a known possible complication associated with mitraclip procedures. There remains no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the previous report, the additional information was received: on (B)(6) 2021, worsening pulmonary hypertension was noted.